Event description:
International affiliate reports revision of t10 to pelvis was performed due to patient¿s proximal junctional kyphosis condition. The patient presented with pain and worsening condition. Rods were found to be broken on both sides. The affiliate reports the surgeon was not surprised that this occurred as it was quite common for old patients with long constructs. The broken rods were removed and fusion was extended from t3 to pelvis. The following mfg. Medwatch reports are being filed for the two broken rods. 1526439-2014-11774, 1526439-2014-11775.

Manufacturer narrative:
No device evaluation could be performed because no sample will be returned. A device history record review could not be conducted because the lot number is unknown. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause for the rod breaking post-operatively cannot be positively identified. However, it was most likely due to unanticipated forces being placed on it. This complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.